Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The blood glucose level was 403 mg/dl. Customer treated with insulin pump. Customer also stated that insulin pump had a flow blocked. Troubleshooting was performed and the insulin excited. The product will not return for the analysis.